Event description:
This is a case, which was reported to baxter (B)(4) on (B)(6) 2010. The complaint was received from a hospital. A baxter sales representative visited the hospital and got following information: the patient involved has been on automatic peritoneal dialysis for a year. The patient was hospitalized and the prescription was increased to manual fill during the middle of the day with 1.5 liters of extraneal. The health care personnel did not adjust the first drain alarm on the homechoice which was set to 0 ml. The night of (B)(6) 2010, there was an alarm on the homechoice (hc) and it was not possible to fill the patient. The health care personnel examined the patient and noticed that her abdomen was extended. The treatment was interrupted and the patient was emptied. There were different opinions from the hospital personnel that the patient drained 4 liters or 6 liters. The first drain by homechoice was only 20 ml. Baxter sales representative is questioning this and tried to check if patient had been drained manually before start of therapy but did not find any documentation. No adverse event was reported for the patient and first drain alarm was changed.

Manufacturer narrative:
(B)(4). The device was investigated in (B)(4) workshop on (B)(6) 2010. Issue wasn't confirmed in event log because event log doesn't contain data from occurence date. Responsible root cause could be determined as wrong therapy program which was initial drain alarm = 0 ml.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 335 mg/dl, 195 mg/dl, and 104 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). The device was investigated in poland central workshop on (B)(6) 2010. The issue wasn't confirmed in event log because event log doesn't contain data from occurrence date. Responsible root cause could be determined as wrong therapy program which was initial drain alarm= 0 ml. In occurrence date therapy log shows that during initial drain the machine drained 20ml and moves to next step. The patient was hospitalized and current prescription was increased to manual fill during middle of the day with 1.5 liter extraneal which should corresponds to program initial drain alarm as recommended in user manual. Initial drain alarm wasn't changed and stays in default 0ml. User manual requires to update the initial drain alarm setting to be consistent with new last fill volume which was in this case manual fill during middle of the day with 1500ml. A too low an initial drain alarm volume can result in an incomplete initial drain followed by a full fill resulting in a potential overfill." The initial drain volume is the volume of an initial drain before a pushback occurs.